Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported multiple upstream errors which was reproduced. The ultrasonic sensor readings were found below specification and determined to be the cause. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple upstream errors. There was no patient involvement. No additional information is available.